Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: select platinum filter placement. Filter was prepped per IFU. Problem occurred when the physician pressed red lock and blue release button and filter would not release. The physician was able to collapse the filter and remove safely then successfully placed new filter (same lot number) through the same sheath. Patient outcome: no additional procedures needed or any harm to patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# : (B)(4). Summary of investigational findings: filter would not release. The filter was removed, and a new filter was successfully placed through the same sheath. No harm to the patient. Jugular introducer with a kink near the handle and a celect-pt filter was provided for product evaluation. Blood/biological matter was present. Per the product evaluation, the likely cause is that hardened blood/contrast or use of excessive back tension during release may prevent the filter from releasing when the release mechanism is activated. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Based on the provided information and product evaluation a likely cause is that tension prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.